Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced rash around sensor patch adhesion site. Patient sought medical intervention from physician and was prescribed medication. No further medical intervention was necessary.

Manufacturer narrative:
(B)(4).